Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image was lost.

Event description:
It was reported that the image was lost.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: sudden failure of the picture. Fault message e2. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the failure can be caused by the genus vxp chip u54 and the ddr memory chip u46 located on the digital board of the ccu. This is an electrical component failure and it is difficult to predict the life time of electrical components.